Event description:
It was reported that the pt underwent an acdf from c4-c7 due to cervical spondylotic radiculopathy using rhbmp-2/acs. Six months post-op, the pt was diagnosed with a pseudoarthrosis at c6-c7. The pt underwent a posterior revision 12 months post-op due to the pseudoarthrosis.

Manufacturer narrative:
(B) (4). Pseudoarthrosis. Literature article citation: shen et al. Pseudoarthrosis in multilevel anterior cervical fusion with rhbmp-2 and allograft. Spine 2010; 35:747-753. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.